Event description:
It was reported that the valved holding chamber seems to be splitting away from the handy inhaler at the side -leaking air and not getting proper amount of medication through it. The part of the adapter port where the medication goes into is a solid molded piece of plastic. It seems split in the right hand corner where it is molded together. Additional information received via customer response email 04-nov-2022: per supplier response: three unsuccessful follow attempts have been made with no further information obtained. Relevant fields updated with information that was obtained in the initial complaint notification. Patients husband stated that his wife using this for her medication of her severe copd. But his wife can take the medication without this device.

Manufacturer narrative:
UDI, device serial number/lot number and protocol # was unknown, no product information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.